Manufacturer narrative:
Correction: h6 for product not returning.

Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed noise oversensing on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.